Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was difficult to deflate. In an attempt to remove the device, the balloon was not deflating despite the catheter being cut in half. The urologist punctured the balloon using a guidewire. No other adverse patient effects were reported.

Manufacturer narrative:
This product was made by our subcontractor which was informed about this issue. No other complaint was found regarding the lot number 8796891. The documentary investigation revealed no defect recording during manufacturing, 100% were tested and conformed. Checking the quality databases revealed one corrective and preventive action are ongoing monitoring CAPA-000152: "balloon issues on folysil and silicone prostatic catheters¿. On september we received one used sample. After desinfection sample was observed, according to the description catheter was cut near the valve part and balloon burst. The valve part was missing, so we cannot test functionality of the valve. And due to the balloon burst and the size of inflation channel we cannot investigation this part too. We can confirmed balloon was burst with no missing part. No root cause could be define for this issue. A similar case study was performed based on the same item number, same defect: impossible or difficult deflation over last four year, three similar case were found (B)(4).

Event description:
According to available information, this device was difficult to deflate. In an attempt to remove the device, the balloon was not deflating despite the catheter being cut in half. The urologist punctured the balloon using a guidewire. No other adverse patient effects were reported.